Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 800 mg/dl at the time of incident and the current blood glucose of the customer is 190 mg/dl. The customer experienced symptoms such as nausea and vomiting, abdominal pain and difficulty breathing. The insulin pump will not be returned for analysis.